Event description:
Patient was scheduled for a suction d & c. Due to national back order/shortage of the regular suction d & c tubing (for the d & c machine) the physicians have to use the manual vacuum aspirator and curettes that go with the aspirator. During this case the tip of the curette cannula broke off and was not able to be found. The surgeon then did a hysteroscopy and could not find the missing tip. Another surgeon decided he would do a laparoscopy to look for the missing tip and look for uterine perforation. The laparoscopy was started and it was found that there was a uterine perforation and a hematoma. The broken tip was not found. The surgeon decided to admit the patient for observation.